Manufacturer narrative:
Evaluation of the alarm assembly revealed an intermittent wire connection due to an improper crimp. The event was isolated.

Event description:
The customer alleged that the ventilator had no audible alarms. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the alarm assembly. The unit passed extended self testing. It is not verified that the ventilator malfunctioned, and no malfunction may have occurred. There was no death or serious injuries as a result of this event. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.